Manufacturer narrative:
(B)(4) the device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier held the first clip, but did not hold any afterwards. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record review for the instrument in question, was reviewed and found complete without any irregularities. This instrument was produced at the manufacturing facility as part of a 50 pc. Lot in march of 2015. The returned instrument was evaluated and found that the jaws are misaligned and loose from tube assembly with each other and the jaw pivot pin is loose in the tube, thus validating this complaint. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product. At this time it is undetermined as to how the jaws became misaligned and loose with each other and the jaw pivot pin to be loose, but mishandling at the customer facility is suspected. No corrective action required at this time.

Event description:
Alleged event: the applier held the first clip, but did not hold any afterwards. No clips fell into the patient. The patient's condition was reported as fine.